Manufacturer narrative:
To date, information suggests that this medical device remains actively in service without further issue. The behavior of this crt-d appears to be consistent with devices that have reverted to safety core due to electrocautery. This issue is discussed in our q4 product performance report. If new information were to become available, this report would be further evaluated and updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a fault code. The local area sales representative reported that this crt-d had been out of the device pocket while electrocautery was being performed in the device pocket. This device then went into safety core. The boston scientific crm technical services consultant stated that safety core occurs when three faults happen within the allotted time, regardless of tachy mode. There were no reported adverse patient effects associated with these clinical and technical observations.